Event description:
The ge oec 9800 fluoroscopy system had x-ray tube arcing issues. System required replacement x-ray tube.

Manufacturer narrative:
A ge oec service representative investigated the issue and replaced the defective x-ray tube and restored function. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provided any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.